Event description:
Neurostimulation implant trial caused increased low back pain, spasms and intense pain entire back and neck, cramps in both legs and feet and more pain and weakness in my legs, weakness in my left arm. About day five of the trial I developed a tingling and dead feeling in the left side of my face and a ringing in my left ear, there are other things that have bothered me in the past that have gotten worse, I also developed excruciating head aches that last some times thirty to forty hours almost my whole body hurts now. I also have eye pain, left eye. A few weeks after the stim trial I came down with shingles and have had them three times in approximately eighteen months.